Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that a cardiosave intra-aortic balloon pump (iabp) had lines on top screen. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) found that top display was displaying vertical lines. Fse replaced top display ran and passed all performance and function tests. Fse also replaced buna o-ring and 9v battery that had reached their due by replacement date. Ran and passed all performance and function tests.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (investigation conclusion). A getinge field service engineer (fse) found that top display was displaying vertical lines. Fse replaced top display (d160-00-0127), ran and passed all performance and function tests. Fse also replaced buna o-ring (d354-00-020) and 9v battery (d146-00-0146) that had reached their due by replacement date. Ran and passed all performance and function tests.